Manufacturer narrative:
The reported guide wire was returned to csi. A fracture was observed at the guide wire strain relief. Scanning electron microscopy analysis of the guide wire fracture faces showed evidence of ductile torsion. The guide wire spring tip and core at the fracture site appear to be bent with a tight radius, which indicates the presence of a kink that may have been manipulated and pulled to the point of fracture. This is consistent with the event details which stated that the wire was prolapsed and pulled backwards. At the conclusion of the device analysis investigation, the reported guide wire fracture was confirmed. The instructions for use for the peripheral orbital atherectomy system states, "do not prolapse or bend the guide wire core. If the spring tip becomes prolapsed, keep the bend/prolapse contained within the spring tip section only. Spinning over a prolapsed or bent guide wire core can result in damage to the guide wire or oad." The material inspection report for this guide wire lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements prior to distribution. Csi ID: (B)(4).

Manufacturer narrative:
Analysis of the reported device is in progress. A supplemental report will be submitted when the device analysis is completed. Csi ID: (B)(4).

Event description:
The viperwire guide wire was advanced into the highly calcified pedal loop. During manipulation of the wire, it was prolapsed in a small vessel and pulled backwards. A "snap" was felt by the physician. The wire was retracted with the catheter and was removed intact, however the tip of the wire separated when it was removed from the patient. Another wire was used to complete the case successfully.